Event description:
Additional information was received from a rep. It was reported that the premature battery depletion was a result of running on amplitudes around 7.0 volts (v). There was no scheduled date for replacement. The patient was going to be meeting with the doctor the week following the report. It was noted that the device was still implanted, but was completely depleted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's ins was working well until all of a sudden it was not working anymore. The rep tried to communicate with the ins, but was unable to with their clinician programmer. Rep says the ins depleted prematurely. Patient doesn't remember any falls, no interventions have been taken, and the issue isn't resolved at the time of the report. No patient symptoms and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.